Manufacturer narrative:
The authorized service personnel (asp) replaced the motor controller (mc) board. Failure analysis on the returned motor controller (mc) board shows that the customer complaint was not verified. Returned mc board passes testing.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2021.

Event description:
The customer reported blower temp high when powering unit on. The unit alarmed. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.